Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq mete is giving an error 4 issue. This complaint was classified based on the customer care advocate (cca) documentation. The patient¿s diabetes is not managed with any oral medication or insulin at the time of the error 4 issue. The error 4 issue began on (B)(6) 2014. The patient reportedly had symptom described as ¿thirst¿ at some point after the onset of the error 4 issue. On (B)(6) 2014, the patient went for a doctor¿s office visit to discuss her diet plans. There was no report of any required medical intervention for acute complication of diabetes. During troubleshooting, the error 4 issue was not resolved with training. The test strips were within the discard date. This complaint is being reported due to the unresolved error 4 issue. There was no evidence the patient suffered a serious injury as the patient¿s reported symptom did not meet lifescan¿s criteria for a serious injury. In addition, there was no report of any required medical invention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.